Manufacturer narrative:
Ocd performed retained testing of the gel cards and a batch record review. All results were satisfactory. (B)(4).

Event description:
Customer reported that false negative reactions were observed with a patient sample that resulted as type o in the forward grouping but resulted as type a in the reverse grouping. Testing was repeated with the same results. Per internal policy, the sample was sent to the reference lab for confirmation using tube method. The reference lab reported the sample to be group o, with no issues. Daily qc was acceptable. All listed products have been stored as per package inserts and appear normal before use. All other samples tested have resulted without issue.